Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 1 drawer 4.1 failed, and no pockets were visible in med application despite being physically loaded. A field service engineer (fse) manually removed all pockets from auxiliary 1 drawer 4.1, unseated and reseated the row board cables, and cleaned all cubie trays of debris and foil. The fse also replaced the pyxis module controller and retractor band on drawer 4.1. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all half height cubie pockets from drawers 4.1 and 4.2 (aux) of the station were not detected on the bus. The customer rebooted the station twice and performed a drawer recovery, but the requires maintenance error persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.